Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The lifetime maximum rv pacing impedance measured 7762 ohms. Rv capture thresholds were within range. Concomitant product: addr01 ipg implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial lead had a confirmed fracture via fluoroscopy. The right ventricular lead had thresholds that were intermittently high and high impedance was noted on the analyzer. The leads were capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.